Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue. During the evaluation of the device, the ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.